Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported loss of stimulation and not being able to establish communication between her scs ipg and charger but being able to establish communication between her scs ipg and programmer which gave a low battery message following a motor vehicle accident. It was also reported the battery indicator light was on. A replacement charger was unable to resolve the issue. Later an sjm representative was unable to establish communication between the scs ipg and either external device. As a result, surgical intervention will be taken at a later date to address the issue.